Event description:
It was reported that on (B)(6) 2009, the patient underwent a spinal fusion surgery l4-s1 in which rhbmp-2/acs was used. The patient¿s post-operative period was marked by increasingly severe burning pain to her bilateral heels, calves, buttock and increasing leg pain. A lumbar MRI study conducted on (B)(6) 2010 revealed foraminal narrowing mildly leftward l4-l5 effacing the exiting left l4 root and perineural cyst in the left canal at s1 causing displacement of the left s1 root. The patient has experienced an increase in burning pain throughout her lower extremities leading to continual discomfort and difficulty ambulating. She also suffers from gastrointestinal problems and a lack of energy, and has otherwise suffered serious injuries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009: the patient presented with lumbar spinal stenosis, degenerative disk disease and spondylolisthesis and underwent the following procedures: lumbar decompression l3-4, l4-5 and l5-s1. Posterior spinal fusion, l4 to sacrum. Segmental instrumentation of l4 to the sacrum using implantation system. Bone marrow aspiration with centrifugation in the operating room. Implantation 1 kit, small, bone morphogenic protein. Neurovision monitoring 2 hours. Direct pedicle screw stimulation with electromyelogram of bilateral l4, l5, and s1 nerve roots. As per-op notes, "...all bony prominences were padded, back prepped and draped in normal sterile fashion. A midline incision was made. Sub-periosteal exposure was performed. Laminectomy was done at l5-s1, l4-5 and l3-4. Foraminotomies were done on bilateral l4, l5 and s1 nerve roots. Post screws were placed at l4, l5 and s1, first on the left side, then on the right. Same procedure was done on the right-hand side. Radiograph indicated the construct to be in good position. Power was used to corticate transverse process of l4, l5 and the sacral ala. Facet joints were taken down and decorticated. In the posterolateral gutter, a combination of the bone marrow aspirate concentrate on the carrier was placed in along with bone morphogenic protein, also some posterior elements placed in and impacted around as well, posterior elements packed over the facet joints and mosaic and bone morphogenic protein used medially as well... The skin was closed with staples..." No patient complications were reported. The patient underwent x-ray of lumbar spine due to lumbar spine surgery. Findings: 3 pairs of pedicle screws placed at the l4, l5 and s1 level. The parallel rods had not been placed. The spine was well aligned. On (B)(6) 2009: the patient presented for an office visit for a follow-up status post lumbar decompression and fusion. The x-ray indicated the hardware to be in good position. On (B)(6) 2010: the patient presented for an office visit for a follow up status post lumbar decompression and instrumentation fusion. The radiographic studies indicated the instrumentation to be in good position. On (B)(6) 2010: the patient presented for an office visit for follow-up due to past back surgery. The patient complains of ear ache. On (B)(6) 2010: the patient presented for an office visit with complaint of some burning pain to the bilateral heels, calves, and buttock. The leg pain was worsening. The musculoskeletal examination was un-remarkable, with the exception of pain to palpation over the calcaneus. Homan's sign was indicated negative bilaterally. On (B)(6) 2010: the patient presented for an office visit with chief complaint of bil feet pain. On (B)(6) 2010: the patient underwent radiographic study of right foot. Impression: presence of hallux valgus. Correlation with point tenderness may be helpful. The radiographic study of left foot indicated mild degenerative changes at the first "mtp" joint. On (B)(6) 2010: the patient presented for an office visit for a follow up status post lumbar decompression and instrumentation fusion. The patient complained of some symptoms consistent with bilateral greater trochanteric bursitis. The radiographic studies indicated that the instrumentation was in good position. On (B)(6) 2010: the patient presented for an office visit. On (B)(6) 2010: the patient presented for an office visit for follow-up. On (B)(6) 2010: the patient presented for an office visit for follow-up. On (B)(6) 2010: the patient presented for an office visit with chief complaint of leg pain with walking and joint pain and underwent colon screening. On (B)(6) 2010: the patient presented for an office visit with chief complaint of annual pap smear. On (B)(6) 2010: the patient presented for an office visit for follow-up. The patient reported bilateral knee pain, bilateral hip pain, bilateral heel pain and bilateral elbow pain. On (B)(6) 2010: the patient presented for an office visit for follow-up. The radiographs indicated the instrumentation to be in good position and that the fusion was incorporated at l4 to the sacrum nicely. On (B)(6) 2010: the patient presented for an office visit with chief complaint of right lower extremity pain and numbness. Diagnostic impressions of the patient: lumbar radiculopathy, lumbar spondylosis spine surgery, and probable bilateral carpal tunnel syndrome. The patient underwent bilateral screening digital mammogram for comparison with prior study of (B)(6) 2010. The patient underwent left diagnostic digital mammogram for comparison with prior studies of (B)(6) 2009 and (B)(6) 2010, and left breast ultrasound which did not reveal corresponding mass, architectural distortion or definite area of mammographically suspicious calcifications. On (B)(6) 2010: the patient underwent MRI of the lumbar spine post-op spinal stenosis of (B)(6) 2009. Impression: status post laminectomy l4-l5, l5-s1 with fusion stabilized by rods affixed by trans-pedicle screws. There is no recurrent disc protrusion, root displacement or canal stenosis at these levels. There is foraminal narrowing mildly leftward l4-l5 effacing the exiting left l4 root. There is a peri-neural cyst 1.3 cm in the left canal at s1, series s3, image 5, and this actually causes some displacement of the left s2 root distal to its take off around series 6, image 22 and 23, for instance. Correlation advised for this finding. No vertebral osteomyelitis or discitis. No dorsal inflammatory collection. No epidural fibrosis. Above the effusion at l3-l4 and l2-l3 there is disc bulge and facet hypertrophy. The canal is mildly stenotic at each level. Flexion/extension x-rays might be helpful at some point. There is a minimal retrolisthesis l2-l3 without spondylosis. On (B)(6) 2010: the patient presented for an office visit for consultation on mammogram results. On (B)(6) 2010: the patient presented for an office visit for follow-up with some significant right lateral thigh pain. Minimal stenosis was seen at l2-3 and l3-4 in the MRI scan review. On (B)(6) 2011: the patient underwent the following examinations: mammogram post x-ray, mammogram of breast, mammogram of stereotaxic location, mammogram of breast specimen, and mammogram of clip image guided placement due to stereotactic breast biopsy. The pathology report indicated breast tissue with relatively abundant mature adipose tissue and hyalinized fibro-adenoma showing micro-calcifications, no atypical hyperplasia or malignancy identified. On (B)(6) 2011: the patient presented for an office visit status post left stereotactic biopsy. The pathological study indicated fibro-adenoma with micro-calcifications. On (B)(6) 2011: the patient presented for an office visit for follow-up. On (B)(6) 2011: the patient underwent elective out-patient colonoscopy due to average-risk screening for colonic polyps. Summary: innumerable diverticula found in the left colon. Internal hemorrhoids found in the rectum. On (B)(6) 2011: the patient underwent electro-diagnostic study. Impression: the study showed evidence of a mild median neuropathy at the wrist bilaterally. While there was no evidence of radiculopathy on this study, radiculopathy cannot be entirely excluded by electro-diagnostic testing and clinical correlation is necessary. On (B)(6) 2011: the patient presented for an office visit for follow-up with the following problems: rectal bleeding, hemorrhoids, mammographic micro-calcification, carpal tunnel syndrome, lumbar radiculopathy, supra-ventricular tachycardia, peripheral edema, venous stasis ulcer, fascitis, plantar, reactive airway disease, hyperlipidemia, hypertriglyceridemia, hypertension, hyperthyroidism, colonic polyps, osteoarthritis, degenerative disc disease, lumbar spine, acquired spondylolisthesis and lumbosacral laminectomy. Diagnostic impressions of the patient: lumbar radiculopathy, lumbar spondylosis spine surgery, probable bilateral carpal tunnel syndrome, and osteoarthritis. On (B)(6) 2011: the patient presented for an office visit for follow-up. On (B)(6) 2011: the patient presented for an office visit with chief complaints of cough laryngitis and sinus congestion. On (B)(6) 2011: the patient underwent bilateral screening- digital mammogram in a follow-up of stereotactic biopsy of left breast. Impression: there has been complete removal of the region of micro-calcifications compared to prior study. On (B)(6) 2011: the patient presented for an office visit for follow-up. The patient complaints of back, neck, shoulder and joint pains. Diagnostic impressions of the patient: lumbar radiculopathy, lumbar spondylosis spine surgery, probable bilateral carpal tunnel syndrome, osteoarthritis. On (B)(6) 2011: the patient presented for an office visit with chief complaints of spondylosis. On (B)(6) 2011: the patient presented for an office visit with chief complaint of vaginal burning. On (B)(6) 2012: the patient presented for an office visit for follow-up. The patient reports back pain. On (B)(6) 2012: the patient presented for an office visit for follow-up. Procedure note: ep4 (B)(6) 2012: the patient presented for an office visit with complaints of ear pain, sore throat, congestion, low-grade fever and dizziness. On (B)(6) 2012: the patient presented for an office visit for follow-up on hyperlipidemia, chronic back pain, psvt, hypertension. On (B)(6) 2012, (B)(6) 2013: the patient presented for an office visit for follow-up for chronic back pain. On (B)(6) 2013: the patient underwent bilateral screening-digital mammogram for comparisons with the previous reports. On (B)(6) 2013: the patient presented for an office visit for follow-up. The patient complaints of back pain.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010 the patient underwent lower extremity arterial physiologic study due to bilateral foot pain and swelling for 6 weeks. Overall impressions: bilateral: no evidence of lower extremity peripheral; arterial disease at rest. On (B)(6) 2010 the patient was presented for office visit with pain, soreness and swelling of both feet. Assessments: onychocryptosis tow, edema, hallux abducto valgus with bunion deformity bilateral. Hammertoe deformity 2-5 both feet. Venous insufficiency, chronic. On (B)(6) 2011: the patient complaint of pain in feet, elbows, legs, hips, fingers and back. The patient highlighted difficulty in swallowing, loss of hearing, dryness in nose, eye itching, morning stiffness, muscle weakness, frequent sneezing. On (B)(6) 2013: assessment : negative (B)(6) 2013: patient presented for a follow-up visit with worsening of vertigo symptoms. On (B)(6) 2013: as per the billing records, the patient underwent MRI of brain. On (B)(6) 2013: patient presented with complaint of hearing loss, vertigo. Assessment: loss, sensorineural hearing; vertigo. On (B)(6) 2013, the patient presented for caloric analysis, gaze, position, optokinetic, saccade, dix hallpike - both eyes. On (B)(6) 2013: patient presented for a 3 month follow-up visit. On (B)(6) 2013, the patient presented for comprehensive eye exam. Impression: cataract not visually significant. Dry eye syndrome. Refractive error with presbyopia. On (B)(6) 2014: patient presented for a follow-up visit with complaint of chronic back pain. On (B)(6) 2014: patient presented for her physical examination. Assessment: conjunctivitis, allergic. On (B)(6) 2014: patient presented with complaint of diarrhea. Assessment: viral infection; diarrhea. On (B)(6) 2014: patient presented for her scheduled pap smear. Patient also complained of burning on urination, pain in right ear. On (B)(6) 2014, patient underwent bilateral mammogram, bilateral diagnostic breast ultrasound. Impression: no radiographic or sonographic evidence of malignancy. On (B)(6) 2015, patient presented for annual physical. On (B)(6) 2015, the patient presented with complaint of right si area pain. On (B)(6) 2015, patient presented for follow-up visit after an emergency room visit because of severe right sided lumbar back pain and pain radiating into the right groin and down towards the knee. Patient reported some weakness in her leg, increasing difficulty in standing and walking. On (B)(6) 2015, the patient presented with low back pain and had physical therapy. The patient had following limitations: ambulating, range of motion, daily activities and house hold tasks, pain in lumbar spine. On (B)(6) 2015, patient presented for follow-up visit for hypertension, hypercholesterolemia, hypothyroidism, reactive airway disease and back pain. Patient reported significant worsening back pain. On (B)(6) 2015, patient presented for follow-up visit for back pain, reactive airway disease, hypothyroidism, hypertension and elevated cholesterol. On (B)(6) 2015, patient presented for office visit with complaint of urinary tract infection and follow-up on back pain, hypertension and hyperlipidemia. Patient reported increased fatigue. On (B)(6) 2016: as per the billing records, the patient presented for an office visit.

Event description:
It was reported that on, (B)(6) 2016, the patient presented with diagnosis of bursitis of hip, right side and other intervertebral disc degeneration, lumbar region. The patient underwent x-rays.